Event description:
A caller reported a malfunction on the pump, identified by malfunction code and fault ID. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurs, which the caller acknowledged.